Manufacturer narrative:
(B)(4).

Event description:
It was reported that unknown screw fractured after two years be in the mouth of the patient.

Manufacturer narrative:
As time of receipt of the complaint product, the device was entered as unknown. Through visual/physical inspection the abutment screw was identified as a gold-tite tm hexed uniscrew. The screw was fractured at the top of the threaded region, but is not fully fractured into two pieces. The drive feature is worn but functional. Returned device was examined visually by the naked eye and through magnification. The complaint was confirmed. The lot number was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.